Event description:
Reportedly, the uterine artery was grasped in the device and was activated. The instrument made the proper tones and the end tone was heard. The seal looked fine, but a few seconds later the seal reopened and bled. The facility reports significant bleeding which required the pedicles to be tied off manually. Currently, the pt is fine.